Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, was planned for changeout due to concern for abnormal battery longevity. The monitoring voltage measurement was noted at 2.54 volts. The charge time measurement was not noted in the initial evented information. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this device remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.